Manufacturer narrative:
Service visit has been performed. Investigation including root cause analysis is in process. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that there was no nitrogen to the system during a procedure. There was no harm to the patient reported. Additional information has been requested.